Event description:
On september 30, an amazon customer commented that the product was inaccurate: a consumer said this product was fake because this gave false negative for his/her spouse who had already tested positive twice and had symptom. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc. Following by reporter's consent.